Manufacturer narrative:
B1 applied incorrectly on initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and urge incontinence. It was reported that the stimulator seems to have been dislodged by their own fault. The patient's doctor call the manufacturing representative (rep) and was told that there is something that could be done with the programming of the device. The patient said, they can feel it now. When they sit down there is a poke in the tissue. It feels like it was in there but they didn't feel it on a day to day basis. They are not getting good relief. There is a pain probably like a level 3 that they didn't even have before all of this occurred. They have had more leaking. They recently increased the stimulation by a tenth of a point. They had been at 1.5 and they upped it to 1.6. What they were feeling is not the tingling. In the past if they increased it and they would feel that kind of change. The issue started about three weeks ago. Once the patient charged their handset, they switched programs. Told patient to monitor symptoms for a couple days to a week to see if the symptoms improve.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.